Event description:
The customer reported that the thermogard xp ivtm system (sn (B)(6)) is no longer functional and probably displays an error. No further details were given. It is unknown when the problem occurred. However, patient use information was requested, but no additional information was provided.

Manufacturer narrative:
Zoll clinical application specialist (cas) visited the customer site to perform a functional test on the thermogard console (sn (B)(6)). When the console first booted up, a tcmid:08 (coolant temp low) error occurred. After switching off and on again, the thermogard system passed the power-on-self-test (post) without any problems. The console was left running for 30 minutes, several modes were tested in operation, and no further abnormalities were found. The cas downloaded the system's log data files and sent them to zoll service for review. The log files indicated that error messages tcmid:05 (coolant diff failure), tcmid:06 (ce post failure), and tcmid:08 (coolant temp low) had occurred. Zoll service proposed replacing the lm34a/b temperature sensor to remedy the intermittent occurrences of the tcmid errors, but the customer declined the repair. Since the cas's visit, the system has been operating without any problems. Therefore, no further service was required from zoll.